Event description:
It was reported that during infusion with cadd cleo infusion set, patient experienced multiple line block alarms and elevated blood glucose level reaching approximately 279 mg/dl. The alarms occurred primarily during nighttime use and were temporarily resolved without changing the cassette, though recurrence was noted until a subsequent infusion set and site change was completed, which resolved the issue. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.